Event description:
Report received from (B)(6) stating the device was making "noise". The device was not being used during a procedure. No patient or user injuries were reported. There was no add'l info provided.

Manufacturer narrative:
The device has not been received by anspach. If add'l info is received, a supplemental report will be sent.